Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is also a health professional, reported being injected in the periorbicular regions with juvéderm® volbella ¿ with lidocaine. The patient obtained an MRI that noted ¿granulomas¿ in the lower eyelids, and the patient reported ¿edema and eye bags¿ that started a year prior. Biopsy was not provided. The patient was treated with hyaluronidase. The event completely resolved.